Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that insulin leaked from the connector connection of the infusion set. This issue occurred with "several" packages. The infusion set lot number was not provided. It is unknown if the same lot number was used for each package.